Event description:
It was reported that tandem mobi pump issued cartridge alarm and caller confirmed previous similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.